Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown plates: cmf /unknown lot. Part and lot numbers are unknown; UDI number is unknown. D6a: implantation date was an unknown day in 2012. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1: initial reporter facility name: (B)(6) hospital. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in china as follows: it was reported that the patient underwent a craniopexy procedure in 2012 and returned to the hospital on (B)(6). 2023 due to a feeling of discomfort. It was found that the implant was broken. There has not been a removal surgery as of june 30, 2023. No further information is available. This report involves one unk - plates: cmf. This is report 1 of 1 for (B)(4).